Manufacturer narrative:
(B)(4). A2: the patient was 56 years at the time of the initial procedure. D10: concomitant devices - persona revision cck articular surface right 12mm catalog#: 42522800712, lot#: 65314460, persona revision cemented tibia right size e catalog#: 42542007102, lot#: 66892554, persona revision distal femoral component size 7, 7 + 5mm catalog#: 42556606205, lot#: 66485871, persona revision tapered cemented stem extension 14mm catalog #: 42560007514, lot#: 66471538, persona revision tapered cemented stem extension 13mm catalog#: 42560007514, lot#: 67065819. G2: foreign - event occurred in australia. H6: component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability and pain approximately eleven (11) months post-operatively. Attempts have been made and no further information has been provided.